Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, on the second inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.